Event description:
It was reported that pump experienced a power source alert and battery would not charge despite use of confirmed working outlets, tandem wall adapters, and charging cables, and pump did not shut down or become unable to turn back on. There was no reported impact to the customer¿s blood glucose level. Customer was instructed to switch to multiple daily insulin injections as backup therapy, allow pump battery to fully deplete before return, and then program pump settings and reconnect cgm on replacement pump, and technical support arranged shipment of replacement pump and requested return of malfunctioning pump using pre-paid label.